Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. A 2.25 x 38 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during unpacking, the physician noted that the stent was not well apposed on the delivery balloon and was not smooth as usual. No patient complications were reported.